Event description:
It was reported the customer changed the cassette to another one for regular replacement. He then turned on the pump, but an alarm sounded. Also, when he pressed the stop/start key, a "no disposable, pump won't run" alarm went off. No patient injury was reported.